Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly electrical board. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with a cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery acid outside the battery compartment and noticed it while changing the battery. No harm requiring medical intervention was reported. The device will be returned for analysis.